Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 the pt reported they were in severe pain and had met with reps who tried anything and everything they could to help them. The pt reported they were given several (illegible). The pain was reduced following the ins replacement surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's dbs (deep brain stimulation) was not working. It would turn on and then go off and would be off for around 3 days and patient would not be able to get a charge. Patient had a meeting with their neuroelectrician who recommended that they get all new parts. Patient's mdt rep provided additional information regarding this issue. Patient reported the recharger connects but then disconnects. They began to only be able to intermittently charge the device despite trying several chargers. Rep repeated patient's claim that the implantable neurostimulator (ins) turns off unexpectedly. Another mdt rep met with patient and tried different recharging equipment, but they were unable to determine what the issue was. After multiple failed troubleshooting attempts, it was determined that the best course of action would be to have the ins replaced, as patient relies on the device for quality of life. The device was replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the issue was something to do with the internal charging antenna of the battery. It was unknown if the new device was giving any issues.